Manufacturer narrative:
The expected device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that when the myosure disposable device was removed from the uterus, during a myosure procedure for tissue removal, a piece of the cutting blade was noted to be missing. "The missing piece was never found but they [physician] thoroughly checked [the] patient's cavity and saw no signs of the metal shaving". The procedure was completed with a second myosure device and the pt was discharged home.